Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at work, the patient began experiencing symptoms including nausea, lightheadedness, and vomiting. These symptoms occurred two days after the g7 sensor was applied to her arm. During this time, her cgm consistently displayed low glucose readings around 40 mg/dl, and occasionally showed ¿low.¿ earlier that day, the patient also received a ¿brief sensor issue¿ alert. Upon arriving home, the patient checked her blood glucose using a glucometer, which read 576 mg/dl, while her cgm continued to show 40 mg/dl. She rested and used her omnipod5 pump in modified closed loop mode to administer insulin. Despite these efforts, her symptoms persisted. A subsequent glucometer reading showed 366 mg/dl, while the cgm continued to report low values, though the patient could not recall the exact numbers. Concerned about the discrepancy and ongoing symptoms, the patient contacted telehealth and was advised to go to the emergency room. At the ER, her blood glucose was measured at 366 mg/dl. The g7 sensor was still in place and continued to show low readings, though the patient was unable to recall the specific values. She was treated with IV fluids and IV insulin, which alleviated her symptoms. After a few hours, she was discharged with a blood glucose reading of 180 mg/dl. She did not check her cgm at discharge but removed the sensor upon returning home. At the time of the follow-up call, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.